Manufacturer narrative:
The supplier of this product (panasonic) was made aware of this reported issue of reaction. A photo was provided for evaluation. Unfortunately, only the product box was photographed. As a result, bd was unable to verify the reported issue and determine a definitive root cause at this time. If samples, additional photos or information become available, bd will re-open and investigate accordingly. A device history review was completed by panasonic and the inspection passed. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported by the sales representative that the patient experienced a rash allergic reaction prior to surgery. Customer was in pre-op prepping the patient for surgery. When customer started to use our general blade clippers the patient start to break out in a rash. Customer said the patient did seem to have sensitive skin and possible allergy. It got worse in the or so they had to treat reaction prior to surgery.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 4406. Batch no.: 0321. It was reported by the sales representative that the patient experienced a rash allergic reaction prior to surgery. Customer was in pre-op prepping the patient for surgery. When customer started to use our general blade clippers the patient start to break out in a rash. Customer said the patient did seem to have sensitive skin and possible allergy. It got worse in the or so they had to treat reaction prior to surgery.